Event description:
It was reported to medtronic minimed that the customer reported a difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed, and the discrepancy between the blood glucose value of 202 mg/dl and the sensor glucose value of 60 mg/dl was not within the target range. The insulin delivery was not suspended. Explained sensor may have no longer been responding to glucose changes and explained possible causes. The customer also received a calibration not accepted alert. No harm requiring medical intervention was reported. No product return was required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings, found cracks at the gold trace. See attached file for details. In summary, the customer complaint of unexpected sensor alarms were confirmed. Sensor failed for high readings, found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.